Event description:
It was reported during pm that the cardiosave intra aortic ballon pump(iabp) touch screen not calibrate and during pim leak testing a leak was found . There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code), h11 , b5 a getinge field service engineer (fse) evaluated the unit. The fse reported that the touch screen calibration failed multiple times. The touch screen was changed , and the software was changed and it did not resolve the issue. A video gen board was ordered and a return visit would need to be done. Upon return the fse noticed a loose ribbon cable and reseated it and testing had passed. Additionally during pim leak testing a leak was found and the pim was replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the touchscreen not calibrating and the pim leak test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested them to factory specifications per the cardiosave service manual no failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that the cardiosave intra aortic ballon pump(iabp) touch screen not calibrate. There was no patient involved.